Event description:
It was reported that during an interventional procedure in the mid circumflex artery, the indeflator 20/30 handle broke during deflation of a dilatation balloon. A new indeflator was used to successfully complete deflation. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation due to it being discarded by the customer. The returned device would have aided in our investigation. While a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a product issue related to indeflator handle breaks was identified. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions have been put in place to prevent further recurrence of this issue. These events will be monitored per departmental procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.